Manufacturer narrative:
The original (B)(4), for this product return was closed on (B)(6) 2014. This new (B)(4) was opened after consultation with the emergo group on the re-assessment of the MDR submission for this returned product.

Event description:
(B)(4).